Event description:
The customer reported, "tried to take a picture and the images were not coming up. There was a half moon on the screen. Tried foot pedal and button and neither would show a picture." There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.